Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was found that the customer was not getting audio at the overview central station. There was no report of patient injury or harm. The device was in use monitoring multiple patients on the central station display.